Manufacturer narrative:
In this incident there was no report of injury to the patient. However, as a result of this malfunction, the potential for surgical intervention exists (though inadvisable per expert opinion provided by dr.) To preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. Two files were returned and visually inspected. One was found to have separated approx 4mm from the tip without unwinding, indicating that the separation was due to fatigue. The other was found to have separated approx 1.5mm from the tip with unwinding present, indicating that the separation was due to torque. Inspection of the silicone stops and color coding did not yield any findings with regard to usage. Please note that it is not known which file was involved in this event. Reference report 8031010-2006-00553 for documentation of the event as it pertains to the other separated file.

Event description:
It was reported that a file separated during a procedure. Multiple unsuccessful attempts were made to obtain further info.